Event description:
Statement of the reported problem: this report is based on information provided by philips field service personnel and has been investigated by the philips complaint handling team. Philips received a complaint on the intellivue mx800 patient monitor indicating that there was a speaker malfunction with no sound production. Functional testing/service repair/technical investigation: results of functional testing indicate that the speaker was not sounding, so the speaker and main board needed to be replaced. Confirmation: based on the information available and the testing conducted, the cause of the reported problem was the speaker and main board. The reported problem was confirmed. Closure & product disposition: the customer was provided replacement parts to resolve the issue. It has been concluded that no further action is required at this time. If additional information is received the complaint file will be reopened.